Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported multiorgan failure and subsequent patient outcome as well as a direct correlation with the device could not be determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU lists various forms of organ failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for the (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 26jan2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired on (B)(6) 2021 due to multi-system organ failure.